Event description:
It was reported that the hospital had a patient in their 80's or 90's with multiple health issues using an anchorfast guard oral endotracheal tube holder. It was noted that the patient had a breakdown in his mouth region that appears related to the endotracheal tube securing device. No other information was available. Med watch reporter could not remember if this was a serious injury. The patient died of unrelated causes.

Manufacturer narrative:
.